Event description:
It was reported that during remote monitoring, post-paced t-wave oversensing was noted due to fusion beats. Technical support was contacted and reprogramming was recommended. No intervention was performed at this time. The patient was stable and will continue to be monitored.